Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that both the right ventricular (rv lp) and right atrial leadless pacemakers (ra lp) could not be programmed. Further inspection noted this was due to the devices exhibiting a false recommended replacement time (rrt) flag which needed to be cleared. The patient was asymptomatic. The patient was brought into clinic and the false rrt flags were cleared. The patient was stable throughout the intervention.

Manufacturer narrative:
The reported complaint of inability to enable the aveir lp system¿s sensor was confirmed. Based on the available evidence, the root cause for the reported inability to turn on the lp¿s sensor is hypothesized to be due to a false-positive ¿rrt¿ i2i message being received by the ra lp. No malfunction was observed on the rv lp.

Manufacturer narrative:
H6.

Manufacturer narrative:
H10.